Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn lens cover film. Investigation was unable to duplicate the reported display issue. The pump powered up to a fully functional verifying screen with the appropriate audio and vibration alerts. No flickering or line was observed on the display screen. Upon opening the pump casing, no evidence of moisture contamination was observed in the pump interior.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen flickered from time to time like lines through a tv screen. Patient reported that the issue started a few weeks ago and it happens at random. Patient stated that there was no damage to pump casing, no moisture exposure, no power lost, yellow o-ring was not visible, and the battery cap was secured. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.